Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. At 8:00am the customer received a blood glucose result of 110 mg/dl on her aviva system. The patient was not feeling well, and experienced elevated blood glucose symptoms of feeling shakiness, tired, and frequent urination. No action was taken by the customer to self-treat. Customer said her daughter decided to take her to the hospital at 5:00pm because she was still not feeling well and continued to have high blood glucose symptoms. Upon arrival at the hospital, the customer received a blood glucose result of 500 mg/dl. The customer did not recall the type of medication that was given to treat her high blood sugar. The customer did state that they gave her oxygen and pain medication. The patient was in the intensive care unit for 5 days and discharged on (B)(6) 2018. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.